Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause was one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:05:43. During night drain cycle four, the patient's ultrafiltration reading was 1573ml, indicating the home patient drained 1573ml more than their maximum programmed fill volume of 2600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.